Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.

Event description:
This is the fourth of five reports concerning the same patient surgery. This report concerns the sterile tibiaxys screw and lock screw 3.5 mm x 24mm (product ID 285324snd). It was reported the surgeon had an issue with the compression device as the surgical technique was followed during ankle fusion surgery. The surgeon placed the surfix fixed angle screws in the 3 distal screw holes along with the washers. He then placed the devices into the plate on the 2nd proximal screw hole and drilled and inserted the screw for compression through the device. When compression was applied, the 2 distal screws were ripped out of the patient's bone along with the plate. This screw 285324snd broke by the head and was left in (the patient) as it was not able to be removed and the surgeon felt that it did not compromise the (patient's) joint. The surgery was completed using the stryker 6.5 screw (used medially) and the tibiaxys plate was used without compressing. There was a 20 minute delay in surgery reported. The surgeon said he felt that the bone quality of the patient was poor and he must have over compressed; this was a "one-time incident".